Manufacturer narrative:
G4: 27jul2020. B4: 29jul2020. D4: UDI#:(B)(4). The replaced touchscreen was returned for failure analysis. It was determined that the ul_lr and ur_ll pin to pin resistance were out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14jan2020. B4: (B)(6) 2020. The manufacturer¿s international service technician evaluated the ventilator and confirmed that the touch position on the touchscreen was misaligned. The service technician also identified that the measured oxygen concentration was out of the allowable range. The service technician replaced the touchscreen and the flow sensor assembly and the problems were resolved. The ventilator successfully passed functionality testing after the repair was completed. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
The customer reported a touchscreen failure. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information could not be obtained.